Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a broken clamp was confirmed during product evaluation. The quality engineer has confirmed the reported condition to a door latch issue. The assignable cause was a broken door latch. The door latch was replaced to correct the reported condition.

Event description:
The facility reported a flogard infusion pump with a "clamp roto 'clamp broken'". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available.